Event description:
I am a type 1 diabetic and of three. I currently use an insulin pump (for almost five years now). In the past two months, I have had four incidences with the infusion sets (those are what connect me to the pump). The tubing that carries the insulin into my body detached from the connector which helps deliver it into my body. The first night I thought it was just a random incident. I woke up feeling extremely nauseous and very thirsty (both signs of high blood sugar) I got up to go to the bathroom and noticed my tubing was just dangling with no insulin delivery! It happened again a few weeks later, this incident was reported to animas, the company who makes the infusion sets and whom I bought them through. I was instructed to tug on tubing before using in the future and also to send back the tubing and "opitch fork". I did as instructed and since doing so it has happened two more times, with the last one ending in extremely high blood sugar and a very sick stomach (although happy I even woke up when I did!). Again, I called the company, animas, and reported what has happened. I informed them that I do not feel comfortable using these because I'm afraid it would result in death. They are taking back the entire lot and sending me a new batch. I strongly believe these should be recalled.